Manufacturer narrative:
(B)(4)

Event description:
It was reported that medtronic discovered the patient's device had a power on reset (por). The device was reprogrammed due to patient condition unrelated to the por. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated an electrical reset. Confirmed power on reset (por) on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's device had a power on reset (por). The device remains in use but has a planned replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.